Event description:
The user facility reported that in two instances upon insertion of the needle and syringe, the hub of the needles broke. One device is available for evaluation; the user facility disposed of the second needle.